Manufacturer narrative:
This supplemental report was submitted to provide additional event details and information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional details regarding the event and the biomedical technician reported the event occurred during the middle of the procedure. There was no delay and the intended procedure was completed successfully with a similar device. He was unsure if the device was inspected prior to procedure. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed no previous repair records. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer and the physical evaluation could not confirm any abnormality, the exact cause of the reported issue could not be conclusively determined. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer reported issue could not be confirmed as the device was passed all functional and electrical safety tests. The device was returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the quality manager at the user facility that the high flow insufflation unit was "giving a pressure alarm" during an unspecified diagnostic procedure. No patient injury or harm was reported. The device will be returned for service.